Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the patient was found to have two lesions in the right coronary artery (rca). The physician was unable to access the most distal lesion in the rca with the cypher select plus 3.0 x 13 mm stent. After removing the stent delivery system successfully from the patient, the device was inspected and stent strut uplift was noted. There was no reported patient injury. An endeavor stent was used to successfully complete the procedure/treat the patient. The product was inspected prior to use and appeared to be normal. There was no reported difficulty advancing the product through the guiding catheter or accessing the lesion. There was no information available regarding patient demographics or lesion characteristics. Preliminary inspection of the returned product indicated proximal stent strut uplift.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.